Event description:
Boston scientific received information that the patient's lead had become loose and required replacement. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received from the local field representative that this right atrial (ra) lead exhibited increased threshold measurements. The lead was explanted and replaced during a routine device replacement. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.